Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint confirmed, lcd touch screen requires excessive pressure to function. Physical damage was found to the top cover, bottom cover, bezel, both door covers, both door levers, pinch roller and bracket. There are also 4 missing bumpers and 1 missing molex cap. Serial label requires upgrade; the software label requires update from v1.10 rev 33 to v1.10 rev 38. It is recommended to replace 4 cables, lcd touch screen, top cover, bottom cover, bezel, both door levers, both door covers, pinch roller, roller bracket, bumpers, molex cap, and serial label. Update the software label from v1.10 rev 33 to v1.10 rev 38 and recertify the device. See vendor evaluation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/23/2025, it was reported by a sales representative via (B)(4) that an ar-6480 pump's touch screen is not working. Discovered during a case with no patient effect.